Event description:
Patient reported that their cassette popped off, also the medication leaked a bit. Patient reported that they cleaned the leak. Intuvie employee instructed them follow up with their facility to have the tubing swapped out, and to inform them of the delay in therapy. We paused therapy and turn off the pump. Medication being infused was unknown. No patient harmed. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.